Manufacturer narrative:
The device was sent to a philips authorized repair facility (rft) for evaluation. Results of functional testing indicate a speaker malfunction; the speaker sound is distorted. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced, and the device was operational after repairs were completed. The device was returned to the customer.

Event description:
It was reported the speaker is not working. The biomed reported there are no audible tones on boot up. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.